Manufacturer narrative:
Concomitant bwi products: carto xp system us catalog # fg-4700-00 serial # (B)(4); stockert 70 system us catalog # s7001 serial # (B)(4); cool flow pump us catalog # cfp002 serial # (B)(4); soundstar us catalog # sndstr10 lot # 10846835000139; lasso variable us catalog # d7l102515rt lot # 15361468l. (B)(4).

Event description:
During an atrial fibrillation procedure, following double transseptal puncture and while mapping of the left atrium, the patient became hypotensive. Intracardiac ultrasound showed a pericardial effusion. Pericardiocentesis was performed and approximately 95 cubic centimeters of fluid were removed from the pericardial space. The procedure was stopped. Anticoagulation was reversed and the patient was stabilized.

Manufacturer narrative:
Manufacturer's reference # (B)(4). During an atrial fibrillation procedure, following double transseptal puncture and while mapping of the left atrium, the patient became hypotensive. Intracardiac ultrasound showed a pericardial effusion. Pericardiocentesis was performed and approximately 95 cubic centimeters of fluid were removed from the pericardial space. The procedure was stopped. Anticoagulation was reversed and the patient was stabilized. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. A cool flow pump test was performed and no anomalies were noted. In addition, it was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.